Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited scorched tip cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event 9 is detectable and preventable by handling device in accordance with the following IFU. -instructions evis lucera elite gastrointestinal. Videoscope olympus gif-h290t operation manual. Chapter 3 preparation and inspection 3.3 inspection of the endoscope. -chapter 4 operation 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.